Event description:
Customer reported no co2 readings and a distorted display from the passport 2 monitor. No pt injury reported.

Manufacturer narrative:
Company rep indicates monitor cannot be repaired.